Event description:
The customer reported that an infusion was set to administer 512ml at a rate of 29 ml/h, however, the infusion went through in 6 hours. No pt injury reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. In january 2013 .the device was routed to the carefusion european service centre where the pump was subjected to service and repair. As a result of the service repair a subsequent investigation would not be able to determine the cause of the reported over infusion as several major assemblies have been replaced, including the front and rear housings, the battery pack, and the cam follower housing. The cam follower housing is integral to the delivery of fluid and any damage or excessive wear could contribute to inaccuracy with the delivery of fluid. However, because no indication was provided as to the reason for replacement of this part it could not be definitely determined if this was the source of the pt event. Root cause of the reported event cannot be determined as the device was not returned to customer advocacy for investigation.